Manufacturer narrative:
(B)(4). Investigation summary: the analysis results found that one 6r45b reload was received inside of a plastic bag and with no apparent damaged and fully fired. No functional test was performed due to the condition of the reload. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. One email with four pictures were provided; four pictures shows tissue on hands, in the four pictures appears that are some missing staples on the staple line. Based on the photos reviewed the event described is confirmed. Please refer to the device analysis for full analysis details and conclusion. Additional information requested and received: what was the surgical procedure being performed? Rectum-/colon resection . What anatomical structure was device being fired on? Colon. Was this the first firing of device? Yes . Can additional information be provided by what is meant by ¿it did not deliver staplers in the middle of the staple line¿. Pictures taken afterwards of the divided bowel, showing a hole in the stapleline. Were staples present? If so, what was their form? The information from the costumer says that it was stapled in the very proximal and distal part, but not in the middle. The staples that was delivered had normal shape. What was the reason for converting to an open procedure? I don´t know. Information says it was several reasons for them converting to open, very difficult case and problematic surgery. When our device failed, it was a step towards converting. What is the current patient status? Unknown.

Event description:
It was reported that when the reload was fired, it did not deliver staplers in the middle of the stapleline. The surgeons needed to convert to open procedure due to this.